Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented with palpitations/ discomfort in their chest. It was noted there was a pacing failure possibly due to fracture of the pacing lead. It was further noted there were high thresholds and high impedance on the pacing lead. It was also noted there was oversensing and noise on the pacing lead. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported a new lead was implanted.